Event description:
Same case as MDR ID: 2134265-2013-08913. Promus element plus clinical study. It was reported that worsening coronary artery disease and restenosis occurred. In december 2012, the subject presented with myocardial infarction and was referred for cardiac catheterization. The target lesion was an in-stent re-stenotic bifurcated lesion of previously placed located in the right posterior descending artery (r-pda) with 80% stenosis and was 20 mm long with a reference vessel diameter of 2.25 mm. The physician treated the target lesion with pre-dilatation and placement using a 2.25 x 24 mm and 3.00 x 32 promus element¿ plus stents. Following post dilatation, the residual stenosis was 40%. One day post index procedure, , the subject discharged on aspirin and clopidogrel. In august 2013, the subject presented with worsening coronary artery disease and was hospitalized on same day. Subsequently, the subject was referred for cardiac catheterization. On same day, 99% stenosis of right posterior descending artery (r-pda) was treated by balloon angioplasty with 10% residual stenosis. One day post hospitalization, the event was considered as resolved. Subsequently, on same day subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).